Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was unable to be inserted into the sheath. It was noted that there was a balloon catheter kink. The balloon catheter was replaced; however paroxysmal supraventricular tachycardia occurred in the patient and the case was completed with radiofrequency. No further patient complications have been reported as a result of this event.